Manufacturer narrative:
The heartmate left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device: 1 year and 1 month. The device was returned for investigation. The evaluation is not yet complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient was admitted to the emergency department on (B)(6) 2019 with persistent low flow alarms, other symptoms included: chest pain, fatigue, and dyspnea. A computed tomography angiography was performed and revealed a significant thrombus within the outflow graft and pump. The account made the decision to perform a lvad pump exchange on (B)(6) 2019. The patient was prescribe anticoagulants aspirin and warfarin at the time of the event. Addition information regarding event and patient details was requested but has yet to be responded to.